Manufacturer narrative:
The lot number for the malfunction was not provided so a lot history review could not be performed. The device for this malfunction has not been returned to bd for evaluation, but medical records were returned for review. The investigation is inconclusive for the reported detachment, tilt, and difficulty retrieving. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced a detachment, tilt, and difficulty to retrieve. This information was received from one source. This malfunction involved one patient with no consequences. The male patient's age and weight were not provided.

Manufacturer narrative:
H10: the initial MDR submitted for this malfunction inaccurately reported the MDR date of awareness. The correct MDR date of awareness is (B)(4) 2020. H10: the lot number for the malfunction was not provided so a lot history review could not be performed. The device for this malfunction has not been returned to bd for evaluation, but medical records were returned for review. The investigation is inconclusive for the reported detachment, tilt, and difficulty retrieving. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced a detachment, tilt, and difficulty to retrieve. This information was received from one source. This malfunction involved one patient with no consequences. The male patient's age and weight were not provided.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80825. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced a detachment, tilt, perforation and difficulty to retrieve. This information was received from one source. This malfunction involved one patient with no consequences. The male patient was weighed 232 lbs. Age of the patient was not provided.